Event description:
Per a maude database search, a voluntary report stated the pacemaker was not functioning and the patient died. No follow up is possible as there is no user facility or initial reporter known.

Manufacturer narrative:
The information was received via maude report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. It is not known if the device was explanted post-mortem. No hospital was identified in the initial reported event; communication with the user facility is not possible. Without a lot number or device serial number, the manufacturing date cannot be determined. The model number in this report has been corrrected. Reference FDA report number 2647346-2009-00170 for initial report.